Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, organ perforation, dyspareunia and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: during the initial procedure, the patient concomitantly underwent a hysterectomy. It was reported that due to mesh protrusion, pain and recurrence of urinary incontinence, the patient underwent mesh revision/removal in (B)(6) 2004 by the implanting surgeon. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.